Event description:
It was reported that the patient never had a therapeutic effect from her trial or implanted neurostimulator. During the trial and after implant, the therapy caused the patient's legs to go numb. It was noted that she couldn't walk correctly and this resulted in a recent fall. The patient indicated that she had swelling, continued frequency and continued incontinence. The patient increased her stimulation but the outcome was not reported. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that reprogramming was attempted multiple times but the patient had decided to turn off her neurostimulator. Subsequent information indicated that the patient still did not have a therapeutic effect from their neurostimulator. Patient programmer education was used to resolve the issue, as the neurostimulator was off. Two days later, the patient reported that she could not walk with stimulation on. The patient indicated that she had fallen and that she was going to the bathroom "25 times today." The patient turned her stimulation back off and was to follow-up with her physician regarding her therapy. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3889-28, lot# v884753, implanted: (B)(6) 2012, explanted: na.